Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that when the lab technician opened the package for a separate complaint's returned device, a used port with a break and a split noted on the catheter was discovered. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. One power port MRI with partial 8f groshong catheter along with two guidewires, two dilators, one flushing connector, and one introducer needle were returned for evaluation. A partial circumferential split was noted at the 20 cm depth marker, edges were mostly jagged with slight smoothing. The split was typical of flexural fatigue, therefore, the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that when the lab technician opened the package for a separate complaint's returned device, a used port with a break and a split noted on the catheter was discovered. There was no reported patient injury.